Event description:
It was reported that the pacemaker exhibited diagnostic anomaly. No intervention was performed. The condition of the patient is unknown.

Event description:
Additional information was received indicating the correct country for this event is italy, this has been reported under manufacturer report number: 2017865-2024-56574.

Manufacturer narrative:
Correction: please retract this report 2017865-2024-42326, the issue was reported in 2017865-2024-56574 with the event country of italy.